Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Assistance was required in administering a glucagon injection to address the bg level. Reportedly, the customer forgot to administer a meal-time bolus and the bg level increased. The pump¿s software adjusted insulin delivery to address the elevated bg level. The customer inadvertently delivered 2 additional manual insulin boluses and subsequently the customer¿s bg level dropped. Technical support performed a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.